Manufacturer narrative:
Physio control evaluated a customer device and verified the reported issue. After reconnecting the wire harness w18 between user interface system board and patient parameter board, a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control to report that their device would require a preventative maintenance. Upon initial evaluation was observed that the device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The cause of the reported issue was determined to be due to a loose connection between the user interface flex cable, designator w18, and the user interface pcb assembly.

Event description:
A customer contacted physio control to report that their device would require a preventative maintenance. Upon initial evaluation was observed that the device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.